Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs052¿ slave communication alarms on (B)(6) 2018. The battery compartment and cap were found to be undamaged and able to fit securely. The display screen was fully illuminated and functional. Investigators were unable to duplicate the ¿display issue¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (display issue) issue. The reporter indicated part of the screen was unable to be read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.